Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within metal cap, and protruding from metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indication of slight melting on output window; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting. Probable root cause: based on the device analysis, the product complaint "breakage of the fiber after a few minutes from using it" could not be confirmed; the probable root cause of the complaint is: not confirmed - returned. The probable cause of the observed damages on the returned fiber was due to operational context and it was determined to be based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber ¿stopped working¿. Patient outcome: "stable¿. Procedure was completed with a different device. No further information has been provided.

Event description:
It was reported that there was a breakage of the fiber after a few minutes of use at at 28,840 joules and 3:25 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with resector - turp.